Event description:
A 60-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. During a review of a medical record received by novocure on (B)(6) 2025, it was noted in the emergency department (ed) notes that on (B)(6)2025, on the day of chemotherapy (temozolomide and bevacizumab), the patient experienced mild swelling on the left side of his face. On (B)(6) 2025, the patient presented to the ed with significant progression of the swelling of the left cheek and mandibular area, accompanied by pain and an open lesion at the corner of the left side of the mouth. The patient was confused and lethargic but responded to vigorous stimulus. The patient was diagnosed with facial cellulitis and suspected severe sepsis, compounded by immunosuppression. In the ed, intravenous (IV) vancomycin (1500mg), cefepime (2,000mg), and fluids were administered. Over the following days, the patient's condition deteriorated, with worsening mentation, reduced consciousness, and the development of blisters on the left lip and then cheek, which were suspected to be indicative of herpes zoster. IV acyclovir (10mg) was initiated and continued for 14 days due to the patient's immuno-compromised status. Additionally, antibiotic therapy was broadened to include vancomycin and meropenem. Meningitis/encephalitis were suspected, and consultations were requested from infectious disease and neurology. The patient's condition improved with the ongoing treatment of meropenem, vancomycin, and IV acyclovir. Clinical signs including altered mentation, headache, swelling, and redness of the left cheek, along with lesions on the lip and face, showed significant improvement. A lumbar puncture (lp) revealed a positive result for varicella zoster virus (vzv), and the cerebrospinal fluid (csf) panel confirmed meningitis/encephalitis. On (B)(6) 2025, a peripherally inserted central catheter (PICC) was placed to facilitate the administration of IV acyclovir at home, under the care of visiting nurses. Given the improvement in cellulitis, the patient was transitioned to oral cephalexin upon discharge. The patient was subsequently discharged on (B)(6) 2025. The physician questioned whether optune gio therapy may have predisposed the patient to the herpes zoster infection. Optune gio therapy was temporarily discontinued. The prescribing physician was contracted for additional information without reply.

Manufacturer narrative:
Novocure's medical opinion is that the herpes zoster infection was primarily associated with the patient's immunosuppressed state due to chemotherapy at the time of the infection, rather than being related to optune gio therapy itself. Additionally, the varicella zoster rash observed on the patient's face and lip was not located in the area of the transducer arrays, further supporting the conclusion that the infection was unrelated to device use. The meningitis, encephalitis, and cellulitis were considered secondary conditions resulting from the herpes zoster infection. The acute deterioration in the patient's condition, including decreased mentation, reduced consciousness, headache, and facial swelling, are common secondary symptoms of herpes zoster, meningitis, and encephalitis, therefore unrelated to optune gio therapy. Herpes zoster is an expected event with optune gio device use (ef-11 0% and 4% ef-14 optune arm). Herpes zoster (shingles) is related to the reactivation of the varicella-zoster virus and commonly presents in older age or in the setting of immunosuppression, such as diagnosis of cancer with a history of prior radiation, chemotherapy, or steroid use. The prescribing physician was unable to rule out a possible contribution of optune gio therapy to the event. Therefore, novocure will report this case out of an abundance of caution.